Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that dirty water exited from the device during the post-procedure reprocessing. Reportedly, the dirty water exited from auxiliary water channel of the device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and correct the b5 "describe event or problem" of the initial report. As the subject device does not have auxiliary water channel, the description in the initial MDR was incorrect. Correct description should be it seemed the dirty water exited from the air/water channel during reprocessing. The subject device was not returned to olympus for evaluation, and was sent to a third party for repair. Olympus medical systems corp. Reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.